Manufacturer narrative:
On 11/25/2019, mentor became aware that mrn: 3006942524-2019-00518 was duplicated. All further supplemental reports will be submitted under this complaint file. Per the duplicate file, the following information were updated: correct patient's date of birth was (B)(6) 1967, the devices were also returned on 5/30/2019. On 12/6/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2023, mentor received additional information indicating that the patient's implants were replaced with non-mentor implants (natrelle).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast reconstruction with two 490cc mentor memorygel breast implants, suffered bilateral wrinkling post-operatively. As a result, the patient underwent fat grafting and capsulorrhaphy on (B)(6) 2018. On (B)(6) 2019, the patient expressed dissatisfaction with the appearance, and as a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).